Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was able to be confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the 4.00 x 18 mm xience alpine stent delivery system (sds) the stent implant became dislodged from the balloon. There was no resistance felt during the removal of the protective sheath/mandrel. The xience alpine stent delivery system (sds) was not used in the procedure. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.